Event description:
The account reported that when the bed is plugged into the nurse call system it does not function at all when the nurse call is depressed on either side rail or hand pendant. The bed was located in the basement at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side com power control board is not functioning. The technician does not know the cause of the side com board not functioning. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly examine the communication cable, include the male and female pins in the plug. The technician replaced the side com power control board assembly to resolve the issue. Based on this information, no further action is required.